Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered too much insulin. The customer's blood glucose level was impacted (45 mg/dl). To treat the low bg level, the customer consumed a glucose gel. Recommendation was made to consult with health care provider regarding diabetes management.